Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient reported they were trying to get an MRI and they want them to have it on safe mode. Patient mentioned they had an accident and the implant was not working right on the right side. Patient mentioned they haven't been using the stimulator. When asked for event date, patient mentioned the car accident was on (B)(6) 2026, and the issue began a little before the accident. Patient unlocked the controller; controller showed no device found then cannot recharge device the controller battery is too low recharge the controller screen 86. Agent instructed patient to plug the controller into the wall and patient confirmed a green blinking light on the controller. Agent reviewed with patient to fully charge the controller then charge the implant and then they will be able to enter MRI mode. Agent documented information provided on call. Patient mentioned they will see their hcp on monday.